Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device issue was found by biomed staff and was described as when the "therapy knob is turned to pacing very quickly, the device requests a service password". If turned normally, the issue does not occur. There was no reported patient involvement.

Event description:
It was reported to philips that the device issue was found by biomed staff and was described as when the "therapy knob is turned to pacing very quickly, the device requests a service password". If turned normally, the issue does not occur. There was no patient involvement.